Event description:
It was reported that pt was revised due to infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: vitalock solid-back shell 62 mm, catalog: 6302-2-062, lot ID: unk; definition pm cemented hip #3, catalog: 6265-3-103, lot ID: unk; 32 mm std lfit v40 head, catalog: 6260-9-132, lot ID: unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested, but not made available. Should device or additional info becomes available, the eval summary will be submitted in a supplemental report.